Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver, the sample-to-sample variability, possible sample handling mismatch, and the off-label collection kit. Facility name: (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from finland alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. All cobas liat testing used the same cobas liat analyzer. The alleged sample initially generated a negative result for sars-cov-2 using the cobas liat sars-cov-2 test. A new sample was collected and tested using the cobas liat sars-cov-2 & influenza a/b test which yielded a positive result for sars-cov-2 (negative for influenza a/b). The same recollected sample was retested using the cobas liat sars-cov-2 test which yielded a negative result for sars-cov-2. The initially collected sample was retested on the cobas liat sars-cov-2 & influenza a/b test which yielded a positive result for sars-cov-2 (negative for influenza a/b). Both collected samples were also retested on another platform (genexpert xpress sars-cov-2/flu/rsv assay) and each generated a negative result for sars-cov-2. Finally, a third sample was collected and tested using the cobas sars-cov-2 & influenza a/b test which yielded a negative result for sars-cov-2. The negative result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.